Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. (B)(6).

Event description:
It was reported that video system center had scope communication error b30. The event occurred during reprocessing. There were no reports of patient involvement.